Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing an elevated blood glucose (bg) level of 410 mg/dl and large ketones; cause of bg/ketones was not known. Zofran, intravenous fluids and insulin were administered to address bg/ketones. Blood work and urine analysis were performed. Customer was released from the ER five hours later with bg of 220 mg/dl.